Event description:
Stopper stayed inside holder when tube was removed after a venipuncture by a phlebotomist. An attending nurse was inadvertently splashed in nurse's face with blood. Hospital protocol was followed re: employee treatment and f/u testing.